Event description:
The user facility reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the users experienced a complete loss of image. The procedure was completed using a different device; however, the procedure was delayed by approximately 45 minutes waiting for another endoscope, and the pt received additional sedation prior to using the second endoscope. There was no pt injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was able to duplicate the image being distorted, smeared, and experienced a complete loss of image when the bending section was manipulated. The image was observed to return to its normal state when the bending section was returned to a neutral position. There was no evidence of fluid invasion, and the device passed the leak test. The image difficulty was determined to be a damaged charge coupled device (ccd) unit. The device was refurbished. This report is being submitted as a medical device report in an abundance of caution.